Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/17/2021. H.6. Investigation: bd received 10 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin/clotting/red cell hang up was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin/clotting/red cell hang up was not observed. The 10 samples were not used and they were visually inspected. All visual requirements according vs50007 were met and no indication of possible failures were found. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode fibrin/clotting/red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin/clotting/red cell hang up based on the photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced red cell hang up. The following information was provided by the initial reporter. The customer stated: lab has verified the formation of fibrin/clots in the upper part of the 5ml tube, after centrifugation. These fibrin/clots present platelets that are suspended in upper part (possible red cell hang up), and can cause erroneous results in serologic tests. The issue does not occur in all samples, but the occurrence causes inconveniences and rework to the lab. Customer sent to us the additional information. Please see below. (05.aug.2021). Was there any erroneous results? If so, what? No, as the clots/fibrins are removed, and the tube centrifuged again. Quantity affected? Approximately 60% of tubes collected per day in this specific batch. How was the tube mixed after the collection? Each tube is homogenized right after collection, gently, by inversion, approximately 4 times. How long was the blood allowed to clot after it was collected? The time standardized by the laboratory is at least 30 minutes of waiting after collection to perform the centrifugation. Is the patient on anticoagulant therapy? Patients on covid 19 and on anticoagulant therapy are not eligible for blood donation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced red cell hang up. The following information was provided by the initial reporter. The customer stated: lab has verified the formation of fibrin/clots in the upper part of the 5ml tube, after centrifugation. These fibrin/clots present platelets that are suspended in upper part (possible red cell hang up), and can cause erroneous results in serologic tests. The issue does not occur in all samples, but the occurrence causes inconveniences and rework to the lab. Customer sent to us the additional information. Please see below. (05.aug.2021). Was there any erroneous results? If so, what? No, as the clots/fibrins are removed, and the tube centrifuged again. Quantity affected? Approximately 60% of tubes collected per day in this specific batch. How was the tube mixed after the collection? Each tube is homogenized right after collection, gently, by inversion, approximately 4 times. How long was the blood allowed to clot after it was collected? The time standardized by the laboratory is at least 30 minutes of waiting after collection to perform the centrifugation. Is the patient on anticoagulant therapy? Patients on covid 19 and on anticoagulant therapy are not eligible for blood donation.